Event description:
Device 4 of 4. Reference MFR report #s 1627487-2012-05324, 1627487-2012-05325, 1627487-2012-05326.

Manufacturer narrative:
Eval results - the extension was received complete. The extension was found to have a kink in the lead body 22 cm distal to the paddle. No broken wires were observed. The extension was functionally tested and passed all tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.